Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A manufacturer representative reported that the accuracy was on target and no other issues with accuracy had been noted since. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spine case. It was reported that intra-operatively, the surgeon took a second spin and was accurate in two planes, but inaccurate inferior and superior by around fifteen millimeters. When the site re-spun, the "chicken foot" was dead on left to right, but off by an entire pedicle top to bottom. When the site free-handed the pedicle, and were re-inserting the screw in l5, it showed it was going into l4 which already had a screw in it. The procedure was completed using the navigation system, but use of the imaging system was aborted. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
Patient weight updated to correct value. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site did the first spin and began navigating. Upon completion of placing the screws, a spin was performed to check the placement and the two screws were not good. The site then used the "chicken foot", reference probe, and saw that navigation was off. Instead of doing another spin with the imaging system and using navigation, the two screws were removed and re-implanted under normal flouro. Navigation was not used again in the case. The units were checked, recalibrated, and had been used multiple times since with no incidence.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. It was suspected that there was frame movement during the case. The archive was not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information provided. If information is provided in the future, a supplemental report will be issued.